Event description:
The customer reported to olympus, the patient developed a prostate infection after undergoing a diagnostic endoscopy/colonoscopy procedure. The patient allegedly had a positive culture for multi-drug resistant e. Coli. There was no clinical evidence provided to the customer, only verbal speculation from the patient. The customer stated the patient developed a prostate abscess, and it was unknown how the infection was treated. The current condition of the patient was reported as normal. The customer reported the procedure was completed using the same colonovideoscope and gastrointestinal videoscope, and there was no evidence of device malfunction. The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. Patient identifier (B)(6): pcf-h190dl, serial (B)(4). Patient identifier (B)(6): gif-hq190, serial (B)(4).